Event description:
Patient with metastatic melanoma was admitted for placement of intrathecal catheter for pain pump. Intrathecal catheter was being placed under fluoroscopy, introduced with stylet threaded to t4-t5. It then became difficult to thread. The stylet was repeatedly withdrawn and reintroduced. The catheter was withdrawn and it was noted that 32cm of catheter was left in the intrathecal space. The stylet and remaining catheter were removed.